Event description:
Powder was leaking out of the inner package. This event did not occur during a surgical procedure; therefore, there was no adverse effect to any pt.

Manufacturer narrative:
Summary eval: faulty seals due to powder across the sealing area.